Event description:
According to the customer, the product was being used "as an eye patch" and the user experienced "eye watering." Per the customer, "a second bandage" was placed and the user reported "facial burning." The customer reported developing "an eye infection" and "burns were reported on the forehead, eyelid, and the entire left side of the face extending nearly to the lips, with redness from the lower portion of the nose across the cheek and up to the hairline." The customer reported "receiving medical treatment for three weeks" and that "physical therapy would be required for approximately six months."

Manufacturer narrative:
According to the customer, the product was being used "as an eye patch" and the user experienced "eye watering." Per the customer, "a second bandage" was placed and the user reported "facial burning." The customer reported developing "an eye infection" and "burns were reported on the forehead, eyelid, and the entire left side of the face extending nearly to the lips, with redness from the lower portion of the nose across the cheek and up to the hairline." The customer reported "receiving medical treatment for three weeks" and that "physical therapy would be required for approximately six months." There was no contact information provided in the report that medline received from walmart to follow up with the customer therefore no additional information is available to be obtained related to the customer reported issue. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.